Event description:
It was reported that the patient presented for a routine generator change. Post procedure, upon interrogation it was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.